Manufacturer narrative:
: Approximated based on the date the manufacturer became aware of the event, as no event date was reported. Imdrf device code a0401 captures the reportable investigation results of stent shaft break.

Event description:
It was reported that during procedure, an issue with the stent being damaged out of the box. The procedure was completed with another of the same device and there were no patient complications reported.